Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the station time was not synchronized, and patients were not crossing. A field service engineer (fse) logged into windows admin and updated the daylight-saving time via the date & time settings. The pharmacy technician confirmed that patient orders were then coming in properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station time was not synchronized and patients not crossing. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.